Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7100097.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a non-device related fall wherein causing the leads to migrate. The patient underwent a revision procedure where the leads were explanted. The explanted devices were discarded by the facility and were not returned to bsc.